Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event, 'lumps in one hand / 2 lumps on each side on the back of her right hand', was deemed to meet serious injury criteria of results in permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse injectable implant could not be reviewed as the lot number was not provided.

Event description:
This consumer report was received from an (B)(6) layperson via a company employee and concerns a female patient (her mother). She was injected with radiesse®, into hands, on (B)(6) 2017. In 2017, after the treatment with radiesse® (and a few weeks prior to this report), the patient developed 2 red raised lumps in one hand only and reported no pain. Corrective treatment included massaging her hand as per her daughter's advice which had no success. Follow-up information was received on 01-dec-2017: the event term 'lumps in one hand' was amended to 'lumps in one hand / 2 lumps on each side on the back of her right hand'. The patient's date of birth was provided. The patient was (B)(6). She was injected with radiesse® into the hands, for the loss of fullness and wrinkles, by two different injectors. Radiesse® was injected per two injection points in the left hand with the cannula and one injection point in the right hand with the needle by infiltration method. The patient massaged both hands for two weeks post-treatment as directed by the injectors. The patient previously received fillers into the tear troughs, nasolabial folds, marionette lines and cheeks and tox to the forehead. All treatments were well tolerated. The patient's medical history included allergy to krill oil and ganglion removal in the wrist. Concomitant medications included thyroxins, hormone replacement therapy, vitamins, avapro, aldactone and somac. In (B)(6) 2017, the patient developed 2 lumps on each side on the back of her right hand, initially reported as two red raised lumps. Systemic antibiotic was not prescribed and the patient was not hospitalized. At the time of this report, the lumps were not resolved. The reporter felt they had not changed, they were not bigger or smaller. The outcome of the event 'lumps in one hand' was changed to not resolved. In the opinion of the reporter, the events were of mild intensity, not life threatening and related to radiesse®. Follow-up information was received on 08-dec-2017: the patient's daughter reported that her mother still had the lumps. They were unchanged and she was unhappy with the result as it was causing her embarrassment. The event was not medically confirmed as it was a visiting physician who was attending a training day where the patient was injected with radiesse® and the location was approximately 1.5 hours away from the patient. The patient did not know the name of the physician who did the injections on her hand. The patient also did not consult the physician for any medical treatment to remove the lumps as she was told that the filler was permanent. The reporter queried if whether there was a treatment that can be done. The outcome of the events remained unchanged. Follow-up information was received on 29-jan-2018: this case was upgraded to serious. The patient's daughter reported again that her mother still had the lumps and that they were still unchanged. The patient had been told that they are permanent and that there was nothing that could be done to remove them. The outcome of the events remains not resolved.